Manufacturer narrative:
Pending investigation. Concomitant medical products: 2035631 230-03-04 - optetrak asy,cr cemented femoral, sz 4, 2070502 204-04-44 - trapezoid tibial tray sz 4f/4t, and 2332073 200-02-38 - three peg patella 38mm. Recall #: z-0019-2022.

Event description:
As reported by legal notification, the male patient had an initial right tka on (B)(6) 2012. The patient underwent a revision of the right knee on (B)(6) 2017 secondary to polyethylene liner wear resulting in extensive osteolysis, synovitis, and aseptic loosening of the tibial component. The patient underwent a second revision of the right knee on (B)(6) 2021 secondary to polyethylene liner wear with resulting osteolysis and aseptic loosening of the femoral and tibial components. No other patient information/medical history reported. First revision reported under 1038671-2023-00528.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.